Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen required "several tries with pen to respond." The programmer will be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer stylus was not responding with the screen; the stylus cable was pinched. Analysis also noted that the printer keypad was worn and it was difficult to activate the print for strip charts, the power cord bay was broken, the electrocardiogram (ECG) connection was loose, and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. Analysis is completed and the product investigation found analysis results are not applicable to the field action (fa.) If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.